Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the anesthesia 17gax18cm durasafe the needle was clogged and there was leakage at the joint. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needle is clogged and leakage at the joint.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9016733. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our engineers conducted a visual analysis of the submitted device but were unable to identify any observable obstructions in the fluid path; this is supported by the results obtained from flow and adaptation testing which found the device to be operating within the specified parameters established for this product. Based on our findings, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see section h.10.

Event description:
It was reported that during use of the anesthesia 17gax18cm durasafe the needle was clogged and there was leakage at the joint. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the needle is clogged and leakage at the joint.